Manufacturer narrative:
Product analysis: it was determined during analysis of the external pulse generator (epg) that there was an issue with the backlight due to a connector on the main printed circuit board (pcb). Analysis also noted that the hanger assembly was broken, the upper case was broken, and the lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.